Manufacturer narrative:
Device evaluation: the touchscreen assembly was returned to failure investigator (fi) lab for evaluation. Visual inspection of the returned touchscreen assembly revealed evidence of scratches and cracks on the screen. The reported problem was confirmed. No further testing is required. Root cause: the root cause for the reported issue is due to physical damaged resulted in scratches and cracks on the screen.

Event description:
The customer reported the touch screen is defective; the touch screen randomly responds to touch; the protection is ripped. The customer reported there was no patient involvement.